Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer's father performed self-test but the self-test was interrupted by failed self-test alarm. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed rf pic failed self-test during self-test and was unable to communicate with the carelink pro due to a faulty electrical component on the radio frequency board. No rf test failed alarm noted during self-test. The insulin pump was received with normal operating current and passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.